Event description:
During one of the unsuccessful attempts of passing a micropuncture wire into the pericardial space, the micropuncture wire became kinked in the subcutaneous tissue. Upon removing the needle and wire, a small segment of the wire (less than 1cm) sheared off into the subcutaneous space. Wire inserted for procedure. When removal attempted it was noted that the wire was not intact. Wire saved with packaging and the medical team was present the entire time. The wire was not removed in the or because it was in the subcutaneous tissue and the patient was morbidly obese.